Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint, in response to a customer report, that the system was not booting up. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer, resulting in no service action being performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.